Event description:
In 2009, the pt stated that both the up and down buttons on her infusion device are not functioning occasionally. The pt stated that the infusion device has been dropped, but has not been exposed to water or insulin. The pt stated that her blood glucose levels have gone as high as 400 mg/dl. At about 3 days later, a follow up call with the pt was performed. During this follow up, the pt stated that her blood glucose was 48 mg/dl. The pt stated that she did consume alcohol before bed, she was advised that alcohol can cause blood glucose levels to fluctuate. The pt was able to correct her blood glucose levels by eating a meal. The pt will receive a replacement pump. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.